Event description:
It was reported that 3 neoflon 26ga 0.6mm od 19mm l india experienced catheter tip damage/deformation which was noted prior to use. The following information was provided by the initial reporter: catheter tip damage while pricking the patient vein.

Manufacturer narrative:
Investigation: there is no photo and no sample returned for investigation of this complaint. The complaint is unconfirmed as no sample is received. The probable root cause for peelback could be due to tubing material. CAPA#81917 was issued to review the tubing material. During DHR review no similar qn was raised and no abnormality was observed that could have influenced the issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 neoflon 26ga 0.6mm od 19mm l india experienced catheter tip damage/deformation which was noted prior to use. The following information was provided by the initial reporter: catheter tip damage while pricking the patient vein.